Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneous total beta hcg (tbhcg) result of 0.00 miu/ml generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced results above the normal reference range. The customer did not receive any reports of patient injury or change to patient treatment connected to this event.

Manufacturer narrative:
Qc on (B)(4) 2010 produced results of no value with ind flags. There was no passing qc prior to the erroneous result. Bci hotline assisted customer troubleshooting and found that there was no reagent pack loaded in the reagent carousel although it was listed in the reagent inventory. The customer deleted the reagent pack from the inventory and discarded the reagent pack found in the refrigerator. The customer loaded a new reagent pack on board. Qc results were within the established ranges. User error is the root cause for this event.